Event description:
A patient heard a snap and a radiograph confirmed the implanted mandibular reconstruction plate had broken. Plate had been implanted for a left segmental mandibulotomy for muco-epidermoid carcinoma. The mandible had been removed from the super ramos to metal area. Use of bone graft is unknown.